Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that today their handset and communicator were not connecting. The patient stated they fell and broke 7 ribs and bones and would need to use equipment for an upcoming MRI. The patient stated today they were trying to use the remote and power the communicator on but could not get it to connect. The agent reviewed how to connect. The patient was able to connect to implanted neurostimulators and saw por (power on reset) message. The patient mentioned she just charged the implant yesterday. The agent had the patient close out of all running applications and re-open them. The patient then saw no device responding. The patient repositioned the communicator and was then able to successfully connect and turn therapy on. The patient confirmed ins was charged to 100%. The troubleshooting steps that were taken on the call resolved the issue. The patient requested manuals. Agent ordered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.